Event description:
Physician reported "capsular contracture - baker grade IV". Ultrasound has taken place. Device has been explanted and replaced with non-allergan device. This relates to the left side.

Manufacturer narrative:
(B)(4). Device photo analysis: visual analysis of the photographs identified: yellow particles on the surface of the shell. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture - baker grade IV.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is a medical event and is not related to the device. Additional observations: ellow particle observed on the device. No further actions are required as the device was implanted.

Event description:
Physician reported "capsular contracture - baker grade IV". Ultrasound has taken place. Device has been explanted and replaced with non-allergan device. This relates to the left side.